Event description:
On (B) (6) 2010, the pt was implanted with a scs system. On (B) (6) 2010, a rash developed on the pt's back, following the track of the leads. On (B) (6) 2010, the pt went to the doctor and was prescribed hydrocortisone cream. On (B) (6) 2010, the pt's doctor informed ans that the pt's rash has since cleared up and that he believes the rash was in reaction to the tunneling device used during the implant procedure and not the lead itself.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.